Event description:
Sigmoidectomy procedure. Pcs29 dlu had performed satisfactorily. Leak test revealed no findings. However, pt had to be re-operated on due to insufficient staple line. Pt is doing well. A formal review was done by MFR medical advisor and concluded the following: "the info does not reasonably suggest that the device caused or contributed to this pt's injury. It was noted that the anastomosis with the suspect device was formed utilizing colonic tissue that was not normal. It is not normal surgical practice for the device to be utilized on diseased colonic tissue. This type of tissue will not facilitate normal healing of the anastomosis. Furthermore, air leak test was satisfactory intraoperatively, suggesting that the failure was due to poor tissue healing, rather than product failure.